Manufacturer narrative:
Device problem code amended. Method, result and conclusion codes added. (B)(4).

Event description:
Complaint for three devices: the end of each one of them is broken, the tip is like broke off. It's like pinched, the curved tip is almost ready to fall off.

Manufacturer narrative:
The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. We are currently awaiting return of the device for analysis which is expected but has not yet been received.

Event description:
Complaint for three devices: the end of each one of them is broken, the tip is like broke off. It's like pinched, the curved tip is almost ready to fall off.